Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during patient infusion; further described as the "infusion had not completed". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. Correction to d3. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye found no signs of drug precipitate inside the bladder or the tubing line. When the luer cap was removed, no evidence of flowing fluid was observed coming out at the distal end of the flow restrictor. The flow restrictor housing was disassembled for examination; no evidence of blockage was found inside the flow restrictor housing. The capillary glass which was located inside the flow restrictor housing was examined under the microscope. Under the microscope, evidence of an air pocket was observed blocking the fluid exit from the distal end of the capillary glass. The reported condition was verified. The cause of the flow problem was due to an air pocket blocking the fluid exit at the distal end of the capillary glass; the cause of the air pocket/bubble was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.